Manufacturer narrative:
Event date: the event occurred on an unspecified date in august 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem, "a downstream occlusion failed", was initially reported as a failed upstream occlusion. The customer clarification of the downstream occlusion was not available to the evaluator at the time of evaluation, and therefore was not reproduced. The device was unable to be evaluated for the reported problem, but was subject to all testing prior to returning to the customer. No additional action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion. The event happened during the preventive maintenance. There was no patient involvement. No additional information is available.